Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. There was no patient injury reported.

Manufacturer narrative:
The reported ventilator failure could be comprehended by means of the electronic device log file. On the date of the reported event (B)(6) 2016 the ventilator detected a wrong motor position and forced an autonomous shutdown. After the case in question the apollo was inspected on-site. It was found that the post could not be finished due to a failed piston referencing which indicates a faulty motor assembly to be root cause of the observed ventilator failure. The motor assembly was returned to the manufacturer for further investigation and was assembled in a specific test stand. It was observed that rotation of the motor could not be started without applying additional mechanical forces to the spindle. This revealed an abraded collector disc to be root cause of the reported symptom and the detected referencing problems as well. The collector disc is subject to wear and tear. As the motor was in operation for 10 years it is accepted that a single component can fail after this time. The device reacted as specified with an autonomous shutdown of the ventilator and alarmed audible and visible for ventilator fail while autonomously changing to manual ventilation (man/spont). Manual ventilation and monitoring are not affected. The motor assembly has been replaced. The device was tested afterwards and was handed over to the customer ready for use.